Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was exchanged with a same length length toric lens. A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure,

Manufacturer narrative:
Correction of information: b5 - reported as; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the lens was exchanged with a same length length toric lens. A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure. - correct to: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, patient felt uncomfortable with vision. In a separate visit the lens was exchanged with a same length length toric lens. D4: primary unique device identifier (UDI)#: reported as: (B)(4)- correct to: (B)(4) "UDI related data quality updates only" additional information: b3 - 05-jul-2024. Claim# (B)(4).